Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6 atmospheres for 10 seconds. The balloon was fully deflated and slowly removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported.